Event description:
A minimum fill notification was reported by the customer, indicating an issue with loading the insulin cartridge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Following this, the customer attempted to load a new cartridge, and although the initial reload did not resolve the issue, filling and loading a second cartridge successfully resolved it. The customer was able to resume insulin delivery after receiving guidance from technical support.